Event description:
Reference medwatch 1219856-2008-00044 for event involving same pt. The event was reported, by a call placed to the hot line describing the following: a pt was sent to the surgical intensive care unit from the cath lab in 2008. When the pt arrived, there was blood in the helium driveline. The blood extended into the pump and into the condensation bottle. The registered nurse (rn) stated that they changed the intra-aortic balloon (iab) catheter; the iab was discarded. The console was exchanged as well. The pump was "flagged" and taken out of service. The pt suffered no apparent complication from the event. Three days later, field service arrived and the following is the action taken: the battery was replaced as well as the pump assembly, augmentation valve, augmentation chamber, interface block, clip power cord, water bottle and fittings. Preventative maintenance complete. Functional check.

Manufacturer narrative:
Product will not be returned for evaluation.